Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in an ralp procedure on (B)(6) 2025, and ¿the blue part of sound reduction came off.¿. The procedure was completed with the use of an unknown alternate device. Further assessment found that a fragment "fell out of the patient's body. The fragment was collected on the drape.". Conmed japan confirms this means no fragment fell into the patient. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in an ralp procedure on (B)(6) 2025, and ¿the blue part of sound reduction came off.¿. The procedure was completed with the use of an unknown alternate device. Further assessment found that a fragment "fell out of the patient's body. The fragment was collected on the drape.". Conmed japan confirms this means no fragment fell into the patient. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.